Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the material may not have been removed because reprocessing could not be conducted properly by insufficient water removal ability due to breakage of nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water tube and the air/water cylinder had foreign material. The forceps channel port had a dent. The air/water cylinder and the suction cylinder had no color. The electrical connector was dirty due to water leakage. Due to damage on the nozzle, water removal ability did not meet standard value. Due to wear of the angle wire, bending angle in the up/down direction did not meet the standard value. Plastic distal end cover had a crack. The light guide lens had a stain and was cracked. Adhesive on the distal end was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the distal end of the evis exera ii gastrointestinal videoscope was damaged. The issue was found during reprocessing. Inspection and testing of the returned device found the air/water tube and the air/water cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.